Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was generating below limit aperture voltage and the latron primer was exceeding limits, which could not be resolved with troubleshooting with bec customer technical support (cts). A bec field service engineer (fse) was dispatched to evaluate the instrument and discovered a contained leak. The fse observed moisture in the area (no dripping or pooling) and found a small hole in the retic and differential count lines to flow cell (from differential mixing chamber to the t-fitting) due to wear and tear by the pinch valve. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. The unit would not pass latron so no patient samples were run; no patient results were affected.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and indicated that there was not enough latron being aspirated into the differential mixing chamber. The fse cleaned the differential shear valve, flushed the differential vent and vacuum lines and replaced the differential vacuum/vent pinch valve (pv 50) actuator to address the latron issue. Instrument performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).